Manufacturer narrative:
The investigation of this event concluded that adverse event was caused by insertion or removal of the eye shield or incorrect placement of eye shield and is unrelated to the thermage system.

Event description:
It was reported that the patient was assessed by a physician eleven months post treatment. Reportedly, the corneal scratch had been discovered after the plastic eye shield was removed post treatment. The operator did not have any difficulty placing or removing the eye shields. The patient did not complain of eye shield fit or discomfort. Tetracaine was used to place the eye shields. The operator inserted and removed the eye shields without any equipment. The patient did not have any pre-existing eye conditions, treatments, or surgeries. The patient was seen by an eye doctor post procedure and the scratch resolved within 3 days.

Manufacturer narrative:
The returned treatment tip was evaluated and no problems or defects were found. The tip surface and dielectric are intact. The data card evaluation indicated there was no product failure. The system functioned as intended and error messages were prompted during treatment to alert the operator of insufficient force during rep delivery and missing or disconnected treatment tip. The device history records were reviewed and there no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Event description:
It was reported that the pt was treated on the face and during treatment raised while welts were noticed on the right cheek and right side of the neck. The pt was given ultram and blt cream topically prior to treatment. The pt was not given medication post treatment. Skin ceuticals ceferulic and cicalfate on top were recommended. The physician does not know if the welts will heal without permanent scarring as the pt lives out of town. According to the physician, the blisters have popped and the skin reaction looks like acne now. There were no system errors reported.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.